Event description:
The customer reported 4010/1012- air valve liftoff failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24/aug/2018. Date received by manufacturer: 24/jul/2018. The blower assembly was returned for evaluation. The part was tested and no failure was detected. The part performed as designed. The cause of the event cold not be determined.